Event description:
It was reported by the customer that the device had an illuminated service wrench icon. There was no patient use associated with the reported failure. Upon initial evaluation by physio-control, it was observed that an error code was logged in memory indicating a potentially critical failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that an ic chip, designator u72, was inoperative and the main pcb would not recognize the electrodes. The cause of the reported failure was determined to be an inoperative ic chip, designator u72.